Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and PICC assembly component lots for any deviations related to the reported event. The review confirms that the lots met all material, assembly and performance specifications. The navilyst medical (B)(6) 2015 complaint report was reviewed for the bioflo PICC product family and the failure mode of "hub broken/cracked". No adverse trends were identified. The used sample was returned with an injection cap (not furnished by navilyst medical). The catheter was confirmed to have a crack on the white valve housing just adjacent to the molded parking line. The most likely root cause for the cracked female valve housing is due to over tightened connection with a mating male luer (likely the needleless connector). The directions for use (dfu) supplied with the reported PICC device contain caution that "repeated over-tightening may reduce hub connector life," and not ot use hemostats to "secure or remove devices with luer lock hub connections."

Event description:
As reported, an indwelling PICC was removed and replaced because of cracked / leaking hub. No patient injury or complications were reported. The used device was returned to navilyst medical.